Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported device was returned and the reported events are non-verifiable as no pictures, x-rays, or objective evidence was provided by the customer towards the reported events. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per the applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other relevant complaint was identified. The reported events could not be recreated due to the nature of the dental device and medical events. The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, probable causes identified for the reported events are clinician error due to improper case planning and parafunction over the implantation period. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. H2: follow up type. H3: changed from no to yes. H6: method, results, and conclusion codes. H10: manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510k numbers: k011028, k013227. Device not returned.

Event description:
It was reported that the patient has bone loss as well as nerve damage. Patient presented paresthesia symptoms, and pain. Implant was removed. Tooth location was 29.